Manufacturer narrative:
A pre-plain old balloon angioplasty (poba) was performed with a 6mm x 2cm x 155cm saber rx percutaneous transluminal angioplasty (pta) catheter which inflated within its nominal pressure, but it ruptured within three seconds. The physician commented that this issue might have occurred due to eccentric calcification. There was no patient injury reported. The lesion was the common femoral artery and a contralateral approach was made. The pouch of the saber was opened, and it was prepped as per the instructions for use (IFU). The device crossed the lesion without any issues. The product was not returned for analysis. A product history record (phr) review of lot 17579147 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of eccentric calcification may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the lesion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a pre-plain old balloon angioplasty (poba) was performed with a 6mmx2cm 155 saber rx percutaneous transluminal angioplasty (pta) catheter which inflated within its nominal pressure, but it ruptured within three seconds. There was no patient injury reported. The lesion was the common femoral artery. A contralateral approach was made. The pouch of the saber was opened, and it was prepped as per the instructions for use (IFU). The device crossed the lesion without any issues. The physician commented that this issue might have occurred by eccentric calcification, the complaint product has been discarded due to suspicious infectious disease.